Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentration/doses via an implantable pump for non-malignant pain. The patient reported that they went in to have the pump put in, "something went wrong" and they were in the hospital and intensive care unit (ICU) for a week due to respiratory problems. Patient stated they did not get any information on what was in the pump, when the pump needs to be refilled, or what medication they put it. Patient mentioned they had "a lot of back pain "and the pump was not "doing the job". The patient was redirected to their healthcare provider to further address the issue. Patient also mentioned they had dilaudid, bupivacaine and another medication in their last pump but their doctor was going to try using just one medication in this pump but they did not know what that medication was.

Event description:
Additional information was received from the healthcare provider (hcp) stating that "something went wrong" was due to chf exacerbation and this was unrelated to a medtronic device and/or therapy. Additionally, the respiratory problems and being in the ICU were unrelated to the medtronic device and/or therapy. The back pain was "impending" and would need pump titration.

Manufacturer narrative:
H10. Note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.